Event description:
Pt. Came to e.r. With chest pain 1633, 3/25/93. X-ray indicated a cath tube in a pulmonary vein. Upon removal on 3/26/93 tubing identified as portion of catheter. The catheter had been removed on 1/26/93 with the broken portion remaining undetected in the pt.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, tubing. Conclusion: invalid data, device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.